Event description:
The nurse reported that the sound was out on the central nurse's station (cns). No patient harm was reported. Nihon kohden technician asked the nurse to check the connection of the cables on the rear of the device and when the nurse did, they found that the cable had become disconnected and once they connected it back into the cns, they could hear the qrs sound from the cns. Issue was resolved.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
The nurse reported that the sound was out on the central nurse's station (cns). No patient harm was reported. Nihon kohden technician asked the nurse to check the connection of the cables on the rear of the device and when the nurse did, they found that the cable had become disconnected and once they connected it back into the cns, they could hear the qrs sound from the cns. Issue was resolved. Service performed: during troubleshooting, it was identified that the audio cable was removed. Nihon kohden technician had the nurse plug the audio cable back into the back of the cns and then they could hear the qrs sound coming from the cns. Issue resolved. Investigation summary: customer reported that the sound on the cns had shut off. Customer checked the audio cables of the cns and found a loose cable. After the customer had connected the cable, the qrs sound could be heard, and the issue was resolved. No further investigation or corrective action preventative action required.

Event description:
The nurse reported that the sound was out on the central nurse's station (cns). No patient harm was reported. Nihon kohden technician asked the nurse to check the connection of the cables on the rear of the device and when the nurse did, they found that the cable had become disconnected and once they connected it back into the cns, they could hear the qrs sound from the cns. Issue was resolved.